Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed power error detected. It was the second time in the month that the alarm occurred. The customer experienced a high blood glucose level of 32.5 mmol/l. The device was not returned.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error 25. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The device was received with minor scratched display window, case and keypad overlay.